Event description:
It is reported that the patient is experiencing pain, and the surgeon has observed slight lucency under the tibial component approximately one year after implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.